Manufacturer narrative:
The product has not been returned for evaluation. Therefore, the root cause could not be determined. The device history record was reviewed and met all physical and functional requirements. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Related to: 0001920664-2023-70134.

Event description:
The user facility in france reported that milky fluid was released from the handpieces during the procedure. This report is for the first handpiece.